Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).a batch review was conducted on potentially associated lot number: h10i17102a with no defects noted during the manufacture of this lot related to the reported condition. The cause of the peritonitis was no device malfunction or use error identified. This issue is being investigated through CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of peritonitis and low blood pressure in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unknown date, the patient experienced peritonitis. On an unreported date, the patient was hospitalized for peritonitis. It was not reported whether a peritoneal effluent culture was performed. Treatment rendered for the event was not reported. The outcome of the event was unknown. Action taken with dianeal was not reported. Concomitant medications were not reported. An opinion of causality was not provided. Further information was received from the nurse: this report was medically confirmed. On (B)(6) 2011, the patient experienced low blood pressure and peritonitis manifested by cloudy effluent. Treatment was unknown. The events of peritonitis and low blood pressure were resolving and the patient was still hospitalized. Dianeal therapy was ongoing. The nurse reported that the events of low blood pressure and peritonitis were unrelated to dianeal therapy.